Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge correctly, allowing the customer to successfully resume insulin therapy, and the issue was resolved.